Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Tech states the provider alleges the end user bottom was hitting the crossbrace due to the upholstery was sagging.